Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).

Event description:
When reviewing complaint (B) (4) for closure, it was noted that the initial notification referenced two calaxo screws, however, only one complaint was opened inadvertently.